Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot up successfully after performing a reboot. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up successfully. Review of the log files showed software errors. The fse checked the system and found that the system was working fine after installing new host pc and moving the existing driver over but the monitor still had the philips logo on it due to software issue. The fse stated that the new host pc requires reinstallation of the software. The failure analysis confirmed the malfunction with the host pc and the cause of the failure was failed lin pci check. So, the fse replaced the host pc, reinstalled the system software, calibrated & reconfigured the system which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.